Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was stated the blood ingress from patient back into the console due to perforated balloon during the operation, contaminating the pneumatic parts and electronics. As a result of this contamination, the unit shut down and could not continue operation. There was no patient harm or injury reported.

Manufacturer narrative:
Additional information: e1 (initial reporter name and phone number): (B)(6). Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 corrected fields; d1, d3, e3 per the customer's biomed, blood contamination reached multiple components. At this time, the unit is considered unserviceable. The customer has not requested for getinge to evaluate the unit as they intend to scrap the unit. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.